Event description:
It was reported that resistance was felt as the device was advanced, and then it would not cross the lesion. The device was withdrawn and it was noted that the stent had separated from the stent delivery system. The stent was unable to be located.